Event description:
Information received by medtronic indicated that the battery cap was loose. Customer reported crack on the battery compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Nserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, cracks in the case on the battery tube side one of which starts at the left belt clip rail and another which runs horizontally across about where the bottom of the battery compartment is located, faded serial number label, cracked middle (enter) keypad button, scratched keypad overlay. The pump was received without a battery cap. After battery installation, a blank display was noted. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal did not make contact with the battery sleeve. The battery compartment was then pushed up back into position. The pump then booted up normally. The software version was then able to be obtained. In summary, the customer¿s report of a crack in the case was confirmed during testing. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.